Manufacturer narrative:
The product has not been returned for analysis complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, following intraocular lens (iol) implant the patient could not adjust to halos. The lens was exchanged a month later and the site reported "problems with the device" for the clinical reason for exchange. The patient has a history of lasik. Additional information is requested.

Event description:
Additional information received, the patients symptoms have resolved and the left eye was the surgical eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).